Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The investigation of this disposable pressure transducer kit concluded that a potential root cause of the detached tubing could be related to an incorrect solvent bonding execution during the assembly process.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, no patient compromise was reported as the issue was noted before use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. (B)(4).

Event description:
It was reported that the nurse was straightening the disposable pressure transducer by pulling on it as customary prior to it being attached to the patient. On this occasion, the tubing detached from the connector. No patient complications. The device was discarded at the hospital. Patient demographics were unable to be obtained.